Event description:
Event description boston scientific received information that this patient reported her pacemaker was removed several years ago due to the battery failing. The pacemaker was removed and replaced with a non boston scientific device. It was noted that her physician had notified guidant in 7 months ago that the patient's device was no longer a bsc model. The device was implanted for 49.1 months, the expected longevity per merlin desktop is 60 months. This pacemaker is included in the hermetic seal advisory, original population. It was removed from service 2 years ago and was not returned.